Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/20/2016 planned maintenance (pm) performed. Performed a navigation test using resin head model. After initial tests look acceptable, noticed the camera accuracy drifting between less than 1 millimeters to greater than 2.5 millimeters from accuracy checkpoints. Re-align on check-points and still noticed drift occurring. Accuracy check performed every 15 minutes over a 90 minute period. On 01/21/2016, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitor has large green strip interfering with navigation views. Camera inaccurate after a short period of time. Failure: optical communication; touchscreen. On 01/26/2016, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: optical communication; surgeon monitor. Hospital intends on replacing the navigation system with new navigation system. No further work required. System pulled from clinical use. Issue resolved. On 02/15/2016, a medtronic representative, following-up at the site, reported the suspect navigation system had been replaced with a new navigation system. No further issues have been reported. (B)(4)

Event description:
A site representative received a report from a site biomed representative, that the site clinical staff alleged their navigation system has been less accurate recently. In trouble-shooting, performed a navigation accuracy check. Found that after initial registration, which was successful, accuracy check-points set during registration were not accurate after a fairly short period of time. Check-points drift in and out of spec from less than 1 millimeter to greater than 2.5 millimeters. No further details regarding this behavior, or specifics of when it occurred, were provided. There was no patient present when this issue was identified.